Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak during therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was completed to investigate the reported leak. A visual inspection of the device was performed and broken occluder feet were noted. Leak testing and clear passage testing were performed with no issues noted. During clamp function testing, a leak was noted through the set due to broken occluder feet. Upon conclusion of the investigation, the reported leak was verified and the cause was determined to be broken occluder feet. The cause for the broken occluder feet could not be determined. A CAPA has been opened to further investigate/address this issue. Should additional relevant information become available, a follow-up report will be submitted.